Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 11:18:23. During night drain cycle 1, the patient's ultrafiltration reading was 89ml, indicating the home patient (hp) drained 89ml more than their maximum programmed fill volume of 100ml. This information meets iipv criteria. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be insufficient drain-inappropriate programmed initial drain alarm setting. If any additional information is received, a follow-up will be sent.